Manufacturer narrative:
Additional information: the dvt is described as being stable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the catheter tip was located 5cm to the sfj prior to delivery of adhesive. Approximately 24cm of vein was treated. The patient has bene prescribed eliquis blood thinner medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: dvt has resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: four photographs of sonographic images were received for evaluation. The first image is a lateral view annotated with gastroc vein and popliteal vein. Due to the quality and clarity of the image it is not possible to positively confirm a thrombus mass in the veins. The second image is a cross section view annotated popliteal vein a sonographic reflective mass can be seen in the image. Images three and four are side by side cross sectional views of the gastroc and popliteal veins. Due to the quality and clarity of the images it is not possible to positively confirm a thrombus mass in the veins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has short saphenous vein (ssv) treated with venaseal. Procedure completed without issue as per IFU. 0.6ml of glue was used. No dvt noted in post procedure scan. The vein is reported to have closed. A further scan was carried out 1-week post procedure and dvt was noted.